Manufacturer narrative:
The device involved in the event will not be returned as it was discarded; therefore, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the medtronic flow diverter dropped and missed the aneurysm neck. The device had to be taken out and was explanted. Dapt (dual antiplatelet treatment) was administered, and pru level was 222. The angiographic result post procedure was great. The patient was undergoing surgery to treat an unruptured, saccular aneurysm located at the ophthalmic artery with a max diameter of 11mm and a neck diameter of 4mm. The distal landing zone was 3mm, and the proximal landing zone was 3.25mm. It was noted the vessel tortuosity was severe. Another size of the flow diverter was used and procedure was completed. There were no patient symptoms associated with the event.